Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: chemo leakage from the protector and vial occurred.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: chemo leakage from the protector and vial occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/4/2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, no damage or defects ere observed on the protector or protector membrane. It was observed that the protector penetrated the stopper of the vial off center and it was noted that the needle was detached from the protector housing. Functional testing was attempted, however, the needle from the injector could not push through the protector. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was likely not connected properly to the vial which resulted in the leak reported. The protector must be attached completely vertical when attaching onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.